Manufacturer narrative:
The customer reported discrepant results for two patient samples when run with an 8-hour maximum onboard storage time amplification reagent kit (lot 508661, abbott alinity m sars-cov-2 package insert (53-608191/r3)) versus a 96-hour maximum onboard storage time amplification reagent kit (lot 513959, abbott alinity m sars-cov-2 package insert (53-608191/r5)) on the sars-cov-2 assay. Customer trusted and reported the initial positive result generated on lot 508661. Investigation includes both lot numbers although, this MDR report has been written specific to the alleged false negative results generated on lot 513959. MDR has been updated with lot number, expiration date and date of manufacture. Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer files associated with this complaint were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lots 508661 and 513959 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lots 508661 and 513959 and components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lots 508661 and 513959. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lots 508661 and 513959 and components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-095) lots 508661 and 513959 did not identify any additional complaint tickets related to the reported issue. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 508661 and 513959 was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation. As lot number is unknown, expiration date and manufacture date have been left blank.

Event description:
The customer reported discrepant results for two samples when run with an 8-hour expiration amplification reagent kit lot vs. A 96-hour amplification reagent kit lot on the alinity m sars-cov-2 assay. On (B)(6) both samples generated a positive result when run with the 8-hour expiration amplification reagent kit lot. When run on (B)(6), with the 96-hour amplification reagent kit lot the same two samples generated a negative result. When run for a third time on (B)(6), with the 8-hour expiration amplification reagent kit lot the samples again generated a positive result. Each sample was tested from the same tube. Samples were refrigerated between testing intervals. The initial positive results were reported out of the lab. No physician questioned the results. Customer knows nothing about the patients beyond their sample ids. There has been no report of impact to the patient. Multiple unsuccessful attempts were made to gather additional information from the customer. Note, in (B)(6) 2020, alinity m sars cov-2 amplification reagent kit package insert 53-608191/r5 was released with an update to maximun onboard storage time from 8 hours to 96 hours.